Event description:
It was reported that several product packaging components are stained: the external carton box and the external/internal lids. Some colored diffuse traces are visible. One product was returned for evaluation.

Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. The sample returned and was evaluated by the qa/qc manager. The nature of the stain was suspected to be glycerol (present in the collagen coating material). The sample was then manipulated by trained qc operators, comparing it with a regular product. No difference in softness or dryness was found. Samples of the returned packaging components (stained inner lid, outer lid and carton box) were analyzed in an outside laboratory by gc-ms. A sample of the glycerol used in production was also provided for comparison. The laboratory indicated that all three extractions consisted of glycerol at a concentration above (B)(4), matching the glycerol reference sample provided. The investigation is still in progress. No conclusion can be drawn at the time of this report.